Manufacturer narrative:
As of 07/12/2018 retained samples and unused returned product were submitted to the lab for testing in addition to evaluate the biocompatibility studies.

Event description:
The initial report on (B)(6) 2018 customer stated that product burned his wife skin and also peeled her skin off when she tried to remove bandage. Consumer informed that she will seek medical attention. The completed customer information request (cir) was received on 07/05/2018. Consumer stated that the issue was with the tape area and treatment was required. His wife used antibiotics (augmentin) due to severe infected area. In addition, costumer stated that symptoms did not correct after she stopped using the product.